Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges that the cannula was inserted to the prong base part far too dee so that the cannula tip blocked the oxygen flow through the prongs. Later the cannula was found detached from the prong base. No report of a pt injury or delay in treatment to a pt.